Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a catheter body bulge was able to be confirmed by the photo. The image shows a catheter in a bag with evidence of a bulge deformation in the body, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "use only lumen(s) labeled "pressure injectable" for pressure injection to reduce risk of catheter failure and/or patient complications. Refer to the arrow pressure injection information label for pressure injection information," and "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the PICC line was placed and 18 hours later the line was leaking from the hub so they checked on it and were not able to aspirate so they removed it. When they removed it they discovered a bubble by the 35cm marking." A new PICC line was inserted. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the PICC line was placed and 18 hours later the line was leaking from the hub so they checked on it and were not able to aspirate so they removed it. When they removed it they discovered a bubble by the 35cm marking." A new PICC line was inserted. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".